Manufacturer narrative:
(B)(4): eval results (other) - eval of the returned product found that there is acid leakage inside the battery compartment and the battery springs are bent. There is intermittent power when test with new batteries. The unit passes all functional tests. (B)(4).

Event description:
The customer reported that the alarm has no power even with new batteries, battery door closes properly and battery connectors are intact. There was no pt injury reported. Inspection of the product found that there is intermittent power when tested.